Event description:
A report has been received from a peritoneal dialysis pt that while reusing a single-use drain line 4 to 5 times, he contracted peritonitis. The pt¿s nurse states the pt was reeducated to not reuse this product was successfully treated with antibiotics and has resumed pd therapy. There is no sample available for evaluation. Pt reused the device labeled for single-use.